Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. Patient described the area as blisters under two front electrodes which have broken open. There was no alleged device malfunction contributing to the wounds. The patient¿s physician advised adjusting the garment and belt around the effected areas. Follow up indicated that the wounds improved.